Manufacturer narrative:
Tracking # 456197-0. Date sent: 6/9/2006. A1, 2, 3, 4; b6; 7; d11: info was not provided by the initial contact. D4; h4: info is unavailable; device was not returned for eval.

Event description:
It was reported that the device tore on the edge along the plastic ring during a hand assisted sigmoid resection. The doctor opened a second device to complete the case, there was no pt consequence.